Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support then provided guidance on resetting the pump, which prevented the malfunction from recurring, and the customer was informed to contact support again if the issue reappeared.